Manufacturer narrative:
(B)(4) device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a pinhole at the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the confirmed event. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 22jun2018. It was reported that balloon inflation failure occurred. The 80% stenosed target lesion was located in a coronary vessel. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. However, the balloon could not be inflated. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.